Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 6fr non-boston scientific (bsc) guide catheter was advanced and engaged the lesion coaxially and wire with a on-bsc guide wire. Pre-dilatation was performed with a 2.5x12mm nc balloon and a 24x3.00mm promus select drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was done with the same balloon. The physician took the stent back and it was found that the stent strut was damaged. The procedure was completed with a 3.0x24 stent. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was 0.0400inch this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 6fr non-boston scientific (bsc) guide catheter was advanced and engaged the lesion coaxially and wire with a on-bsc guide wire. Pre-dilatation was performed with a 2.5x12mm nc balloon and a 24x3.00mm promus select drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was done with the same balloon. The physician took the stent back and it was found that the stent strut was damaged. The procedure was completed with a 3.0x24 stent. No patient complications were reported and the patient status was good.